Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system had communication errors and locked up. The system had to be rebooted to finish the case. There was no patient injury or death reported.